Event description:
Boston scientific received information that during implant, this right ventricular (rv) lead was successfully placed; favorable sensing and threshold values were obtained. Prior to completion of the procedure, the lead dislodged and the physician was unable to restore lead's position. The patient then experienced frequent pauses in pacing for up to 5 seconds thus, the lead was explanted and another non-boston scientific lead selected for implant. The physician elected to forgo another bsc lead implant due to concerns over the delays in being unable to achieve a reliable paced rhythm. The explanted lead was discarded. No resulting adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.